Event description:
The pt had been "tight" for about six weeks. The neurosurgeon checked cerebrospinal fluid flow in the catheter and it was very slow. The proximal part of the catheter was replaced and the flow was better when rechecked. The pt continued to have increased symptoms (tightness) and saw the managing physician. There was a volume discrepancy; the expected reservoir volume was 3 ml, while the actual reservoir volume was 4.5 ml. The pump was replaced in 2008. The pump was used to deliver baclofen. Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
The serial number of the device is included in the synchromed ii missing propellant recall and physician communication.